Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was bent, which caused the patient blood glucose elevated to 548 mg/dl, therefore patient had received correction bolus via pump which results that the patient experienced dizziness, nausea, and labored breathing. The patient also had high ketones. The patient replace supplies as necessary and resume insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.